Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated the device was reprocessed before it was sent in. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was not removed since the reprocessing was not conducted properly due to leakage from the device. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the auxiliary channel had foreign material, additional evaluation findings are as follows: due to wear of scope cover packing water tightness was lost, suction cylinder had no color, switch flexible printed circuit unit cover had corrosion due to water leakage, plug unit had corrosion due to water leakage, scope connector case unit was dirty due to water leakage, cable unit had corrosion due to water leakage, circuit board unit in scope connector had corrosion due to water leakage, micro connector unit in scope connector had corrosion due to water leakage, due to wear of angle wire bending angle in left direction did not meet the standard value, plastic distal end cover had a scratch, adhesive around objective lens had discoloration, adhesive around light guide lens had discoloration, adhesive on bending section cover had a crack, connecting tube was snaking, connecting tube had a scratch, and universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had error 216 (scope communication error). The device was returned and inspected. During the evaluation, the following reportable malfunction was found: auxiliary channel has remains of a whitish foreign material inside the tube due to incorrect reprocessing. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.